Manufacturer narrative:
Additional information: d8, h3, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. We presume that reprocessing was not conducted properly due to pinhole on insertion section. Subsequently, the material was not possibly eliminated. Due to a pinhole on connecting tube, water tightness is lost. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.